Event description:
It was reported that during the loading of the transcatheter aortic valve evfxplus-29, there was a struggle to insert the valve into the loading system, as the valve was too large for the opening. The valve was inserted at an angle, with overlapping struts and misaligned paddles. A slight bend in the capsule was noted after loading. Fluoroscopic examination of the capsule and valve was performed, revealing no unusual findings in the center of the valve and acceptable crown overlap. The valve was brought into the patient for implantation. During deployment, end cap separation occurred. The capsule was closed, and the valve was removed. A new system and valve were used, but the delivery system became stuck on the wire, and the wire could not be advanced. The delivery system was cut open to maintain vessel access. A new sheath was inserted, and a new valve was crimped and placed successfully without complications, resulting in a good outcome. Upon review of load check images after the procedure, paddle misalignment was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025; product ID l-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph and customer comment were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of the transcatheter aortic valve evfxplus-29, there was a struggle to insert the valve into the loading system, as the valve was too large for the opening. The valve was inserted at an angle, with overlapping struts and misaligned paddles. A slight bend in the capsule was noted after loading. Fluoroscopic examination of the capsule and valve was performed, revealing no unusual findings in the center of the valve and acceptable crown overlap. The valve was brought into the patient for implantation. During deployment, end cap separation occurred. The capsule was closed, and the valve was removed. A new system and valve were to be used, but the first delivery system became stuck on the wire, and the wire could not be advanced. The delivery catheter system (dcs) was cut open to maintain vessel access. A new sheath was inserted, and a new valve was crimped and placed successfully without complications, resulting in a good outcome. Upon review of load check images after the procedure, paddle misalignment was noted. No patient complications have been reported as a result of this event. Additional information was received to report the valve load procedure was performed by an experienced valve loader. The second valve was loaded into a new dcs for implant. Customer comment: it was reported during the loading of the valve the nurses "always struggle" to insert the 29mm valve into the loading system. It was noted the valve is actually too large for the opening of the loading system. Eventually, they do manage to insert it, but almost always the valve ends up being inserted at an angle, or the struts overlap, or the paddles are misaligned.

Event description:
It was reported that during the loading of the transcatheter aortic valve evfxplus-29, there was a struggle to insert the valve into the loading system, as the valve was too large for the opening. The valve was inserted at an angle, with overlapping struts and misaligned paddles. A slight bend in the capsule was noted after loading. Fluoroscopic examination of the capsule and valve was performed, revealing no unusual findings in the center of the valve and acceptable crown overlap. The valve was brought into the patient for implantation. During deployment, end cap separation occurred. The capsule was closed, and the valve was removed. A new system and valve were to be used, but the first delivery system became stuck on the wire, and the wire could not be advanced. The delivery system was cut open to maintain vessel access. A new sheath was inserted, and a new valve was crimped and placed successfully without complications, resulting in a good outcome. Upon review of load check images after the procedure, paddle misalignment was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: b5 - the event description was corrected from "a new system and valve were used, but the delivery system became stuck on the wire, and the wire could not be advanced." To "a new system and valve were to be used, but the first delivery system became stuck on the wire, and the wire could not be advanced." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle and capsule partially opened. No evidence of end-cap separation could be observed. Delamination was observed over the nitinol reinforcing frame of the capsule. Deformation evident on the proximal end of the capsule. The device was received cut near the proximal end of the catheter shaft. Received with a broken non- medtronic guide wire, and part of the outer coil of guide wire had unravelled. It was not possible to front load an in- house 0.035-inch guidewire through the dcs, due to resistance met near the distal end of the catheter shaft due to the cut catheter shaft. The capsule was cut to remove the loaded valve. Inner member and nose cone detached while trying to remove the valve. The valve was removed. The handle and the trigger moved to fully advanced and retracted positions and locked in place when released. It was not possible to load an in-house valve due to the condition of the returned device. No other deformation evident to the remainder of the device the reported separation could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.